Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require any emergency medical intervention. At bedtime, the consumer administered a large amount of insulin based on a high/normal result of 140 mg/dl which may have attributed to the event. During the call to customer support, it was also revealed that the consumer transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. It was also revealed that the consumer improperly stores their test strips. Education took place at the time of call. This is being reported as an adverse event. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.